Manufacturer narrative:
The customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit had been damaged by an external force either from being dropped or run into. Due to the noted issue, a quote was sent to the customer for a replacement display assembly, which was purchased and a replacement front case was purchased as well. Based on the conclusion of the investigation, it was determined this was a malfunction of the display assembly and front case. Per the customer, the display and front case were both replaced and the device was returned to working condition. The device remains at the customer site and no further investigation or action is warranted.

Event description:
It was reported to philips that the device has a damaged screen.